Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event.  Run data file analysis did not show a root cause for the reported donor reaction. Analysis showed there were no alerts generated or operator flow adjustments made throughout the procedure. The tubing set test, ac prime, and donor blood prime all passed with normal signals within the run data file. Platelets exited the lrs chamber and passed the rbc detector as expected shortly after the platelet valve opened for collection. The donor venous access was stable with no access pressure pauses and as such, the draw flow was automatically increased twice during the procedure. The volumes to fill and empty the reservoir were similar and consistent throughout the collection, indicating all fluid was flowing as expected. All run data file signals appeared normal during pas addition, as well. Analysis of the run data file confirmed the ac infusion rate remained below the configured maximum limit. The volume of donor blood collected into the platelet product was 101ml (298ml total platelet product volume ¿ 179ml pas ¿ 18ml ac in the platelet product = 101ml donor blood volume in the platelet product). The end of run summary reported the total ac used was 255ml, with 223ml of ac returned to the donor. There is no evidence or suspicion of device malfunction based on the run data file analysis. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that the donor developed severe chills, shivering, vomiting, and a high-grade fever. The donor¿s condition worsened and he had to be admitted to the hospital for further management and monitoring. The customer declined to provide patient information. Patient¿s gender and weight were obtained from the run data file (rdf). Per the customer "the present condition of the donor is good. He has been discharged from the hospital after recovery and is currently stable" the collection set is not available for return because it was discarded by the customer.